Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged to develop breast cancer. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. Evidence of sound abatement foam degradation / breakdown was not observed in the base unit. Secondary findings such as case orchestrator data was unavailable. Heavy mineral deposit contamination in reservoir, on flip lid seal and around top enclosure. The mineral deposits are consistent with the use of non distilled water in the humidifier. Evidence of water ingress on the bottom and top enclosure of the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination. Dust/ dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, airpath, suggesting a source external to the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that there was no evidence of sound abatement foam degradation in the base unit, but evidence of water ingress on the bottom and top enclosure of the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination. Section d8, d9, h2, h3 and h6 were updated.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop breast cancer. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.